Manufacturer narrative:
No unexpected motor error alarms noted during testing. The insulin pump passed displacement test, rewind test, and basic occlusion test. The motor was tested outside of the device and it passed. The device was unable to prime during prime test faulty force sensor resistor. The device had cracked battery tube threads noted, cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
Customer's mother reported via phone call, they weren't able to remove the top due to physical damage on the insulin pump. Customer's blood glucose was 253 mg/dl. Damage was located on the battery chamber. Customer's mother was unaware how damage occurred. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.